Event description:
It was reported that the unit displayed an e-1 error message. It was further reported that the bulb from the unit was replaced with no changes.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.